Event description:
Boston scientific crm received information that nine months ago the device showed one year battery life remaining. Less than three months ago, the device reached its elective replacement notification with a magnet rate was 90 ppm and a longevity calculation of less than six months remaining. At the current device check, it was noted that the end of life (eol) indicator displayed, however the magnet rate was at 85 ppm instead of less than 85 ppm. The boston scientific sales representative (sr) wanted to know why the device reached eol so quickly. Boston scientific technical services advised the sr that one year remaining is not latched and can change due to any programming changes. It was thought that the device may have reached elective replacement time (ert) on or shortly after the day of follow-up three months ago, which started the 90 day timer to eol. The device was explanted for normal battery depletion and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing revealed normal interrogation and telemetry operations. The device functioned within specifications during pacing and sensitivity testing. Based on the indications in memory, the device had normal battery depletion up to the last programming date at the follow-up appointment three months prior. On this date the ventricular amplitude was increase, which resulted in an increased hybrid current demand. The increase in current resulted in ert being declared two days after the programming change occurred. The device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity at 67%. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation at 85% analysis concluded this device did not experience a component anomaly or premature battery depletion.